Event description:
Per the clinic, the patient experienced irritation at the abutment site. Subsequently, the patient was placed under general anesthesia on (B)(6) 2023, in order to explant the device. The patient was transitioned to a transcutaneous osia implant system at a new implant site.

Manufacturer narrative:
This report is submitted on oct 09, 2023.